Event description:
During a laparoscopic appendectomy the original white cartridge was removed from the ez35w and a blue reload was inserted. The device was introduced into the abdomen and fired. The original white insert was placed back into the device and fired across the mesoappendix. When the device was fired an unusual noise was heard. After releasing the jaws, it was noted there were no staples and the device had not cut. A second ez35w was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. The co strives to understand each incident as it occurs in order to continuoulsy improve the products.